Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse found the water lines were contaminated due to reduced water flow at the wash wells. The fse found a faulty alternating current (ac) driver printed circuit board (pcb). The fse replaced the ac driver pcb and the water pump to improve consistent water flow, cleaned the water line restoring the instrument to functionality. The water pump was replaced as a precautionary measure. No further issue have been reported.

Event description:
The customer reported the generation of intermittent abnormal reaction kinetics for ecstasy and opiates results on the unit 2 of the beckman coulter au5400 clinical chemistry analyzer, serial number (B)(4). No erroneous results were generated or reported outside the laboratory. There was no report of change to patient treatment in connection with this event. The customer stated that all quality controls (qc) were within laboratory specifications before running the patient samples.